Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) and electrode belt sn (B)(4) have not yet been returned for evaluation. A review of the downloaded flag data from the day of the event was performed. The review of the data does not indicate a device malfunction that would have caused or contributed to the inappropriate treatment and patient death. There is no indication that the treatment during asystole caused or contributed to the death, as the patient was already in a non-life-sustaining rhythm before the treatment.

Event description:
A us distributor reported that a patient passed away on (B)(6) 2016. Prior to passing, the patient received an inappropriate treatment event consisting of seven shocks. The patient was in his home bathroom and lost consciousness. The patient's wife found the patient, called ems, and started to perform CPR. The patient received seven treatment shocks between 09:20:56 and 09:32:02. The patient's wife reported being shocked on her hand. There is no indication that the wife suffered any serious injury. The patient was in asystole prior to and throughout the treatment shocks. Over-sensing low-amplitude cardiac signal and CPR artifact contributed to the false detections. The patient remained in asystole after the treatments. The device was removed by ems and shutdown at 09:53:23. There is no indication that the lifevest caused or contributed to the death, as the patient was already in a non-life-sustaining rhythm prior to the treatment.